Manufacturer narrative:
Lot # and device mfg date now provided. The site does not wish to replace the clamp at this time due to budget constraints and will not be returning the suspect clamp.

Event description:
A medtronic representative reported that while setting up for a total hip arthroplasty (tha) procedure an orthopedic clamp instrument was found with a stripped screw. No further details regarding the damage, or how it occurred, were provided. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
On 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
Patient weight not available from the site. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore unavailable. No parts have been received by the manufacturer for analysis.